Event description:
According to the reporter, the handle had an error message, and the charger starts with blinking green and changes to blinking red. The issue was not resolved. Another handle was used instead. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was placed on a representative charger running version 16 software and the handle was placed in the charger and after a few minutes, the charging light-emitting diode (led) changed from flashing green to flashing red. The handle was removed from the representative charger and didn't initialize after being removed from the charger. The handle was opened up and the tco's resistance was measured at 0.2. The voltages were measured at 3.535v and 3.422v and the battery data was gathered from the top of the battery. The battery was evaluated using the open cid (current interrupt device) test, and after performing the test, it was noted that the cid was closed. The handle was opened up and the sd card was removed. The logs were taken from the sd card. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the battery data was analyzed, and the battery was in a state of permanent failure. The physical battery was examined, and the current interrupt device was open. The most likely root cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.